Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 31x8 france 100bx was unable to deliver medication. The following information was provided by the initial reporter: the needles do not "open", so nothing comes out during the injection attempt.